Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken energy black cable at its wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was a loose cable observed. There was a loss of cautery associated with damaged cable and no arcing was observed.

Event description:
Refer to h11 for follow-up information.